Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) connector on the link electronic module (lem) circuit board was loose, as a result the lem board was replaced. It was also noted that the fan was noisy.

Event description:
It was reported that the programmer was unable to interrogate a device at implant. Another programmer was used to complete the interrogation. The programmer will be returned. No patient complications have been reported as a result of this event.